Manufacturer narrative:
Only the cartridge and vitrectome were returned; not the infusion set and the I/a tubing. These were primed on the eva 113 using the posterior procedure. Priming was successful and no visual defects with the returned devices were found. Hence, the products returned to dorc performed as expected. In addition, analysis of the detailed log files of the eva concerned indicated that the measured irrigation and aspiration pressures at the pump level corresponded to the settings. From this, the conclusion can be drawn that the infusion tubing (bss bottle to cartridge) functioned well. Batch record review and batch history review did not reveal any anomalies. Hence, based upon the investigations performed the root cause of the issue described in the complaint can not be determined based upon the products received and the log files reviewed and is therefore unkown/inconclusive. No defect could be identified related to the products returned to dorc. It is possible that the low pressure in the eye could have been caused by incorrect machine settings being used during the procedure or a kinked tubing at the time of surgery.

Event description:
Dr. (B)(6) & dr. (B)(6) mentioned problems with the machine during surgery, they could continue the surgery with a new cassette & tubing. They used all material as always and were not able to see why the eye collapsed, firstly they thought the tubing from the 3-way-valve into the trocar was defective but that was not the cause of the problem - they think that the tubing itself was causing the problem.